Event description:
Health care professional reports 4 cracked venous headers noted during use and during prime of dialyzers. Dialyzers reused between 3-16 times. Health care professional reports no pt injury.